Manufacturer narrative:
The evoke closed loop stimulator (cls) and evoke leads were returned to saluda. The cls passed visual inspection and functional testing. The leads could not be tested because they were received cut in half, which likely occurred during the explant procedure. The evoke scs system was electively explanted at the patient¿s request.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient reported that their pain which was being treated by the evoke scs had been resolved. The evoke scs system was confirmed to be functioning as intended prior to the explant.